Manufacturer narrative:
The unit was received with a stripped battery cap coin slot. Unit powered up properly after battery installation. Unit received with operating currents within specification. No weak battery alarms noted. Unit passed the self test, unexpected restart error test, rewind and displacement test. However, unable to prime unit during the prime/ compromised force sensor system test and motor error alarm during basic occlusion test due to faulty force sensor resistor. Unable to perform excessive no delivery test or occlusion test due to prime anomaly. Unit received with cracked case at display window corners, broken battery tube threads and minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had weak battery issues. The patient's blood glucose at the time of incident was 8.4 mmol/l. The customer was unable to remove the battery cap. The insulin pump was returned for analysis.